Event description:
It was reported that non-(B)(6) left ventricular (lv) lead impedance dropped in (B)(6) from the 500s to the high 300s. Technical services (ts) recommended in-office testing and consulting regarding normal impedance fluctuations of this non-(B)(6) lead. The product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).